Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Sliding core bearing revised after 9 years of implantation. Pt had cysts on both the tibia and the talar. Review of device history records shows no anomalies.